Event description:
The customer reported via phone call experiencing high blood glucose levels and that the sensor had inaccurate readings. The customer's blood glucose was 549 mg/dl, compared with the sensor reading of 46 mg/dl. The customer stated that her sensor kept alerting that her blood glucose was running low, but her blood glucose was high. She also reported that the insulin pump alarmed calibration error after she had tried to calibrate with blood glucose of 103 mg/dl. She reviewed the sensor insertion techniques and was advised to try inserting the sensor above the waistline if possible. She did not find any bent sensor cannulas. She was advised to try sensor use suggestions and to monitor the sensor glucose performance. She was advised that the sensor would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-22979.